Manufacturer narrative:
Patient age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that the shaft inflated and a vessel dissection occurred. The target lesion was located in the mid right coronary artery (rca). Percutaneous coronary intervention was proceeded using a 7fr.jr 4.0 guiding catheter engaged to ostial rca. Two 0.014" non-bsc guide wires were traversed into rca-posterior descending artery (pda) and rca-posterior lateral branch (plb) respectively. A 2.50x20mm non-bsc balloon catheter was then advanced to dilate the proximal pda, proximal plb, distal and proximal rca with the maximum pressure of 6, 8, 12 and 16 atmospheres. Subsequently, a 2.50x33mm non-bsc stent was deployed into the distal plb. A 2.50x12mm nc quantum apex¿ balloon catheter was advanced to post-dilate the stent at 24 atmosphere. However, upon sixth inflation, the physician found some stain after our balloon portion. The device was removed from the patient's body and it was noted that there was another balloon at the proximal part of the nc quantum apex balloon catheter. Subsequently, angiogram was performed and a dissection was noted in the mid rca. A 3.00x36mm and a 2.75x24mm non-bsc stents were deployed along proximal to early-distal rca at 10 atmospheres and a 3.50x12mm non-bsc balloon catheter was advanced to post-dilate the stents up to 10 atmospheres. Angiogram revealed that the dissection was sealed and no residual stenosis along treated segment. No further complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The balloon was loosely folded and there was contrast in the balloon and lumen. Microscopic inspection of the tip found no irregularities or defects. Microscopic inspection revealed that the distal end of the balloon prolapsed (bunched-up) over the distal balloon cone. Microscopic and tactile inspection revealed outer shaft damage (shaft inflated into the shape of a balloon) approximately 4mm proximal from the proximal bond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the direction for use states: "do not exceed the balloon rated burst pressure.¿ (B)(4).

Event description:
It was reported that the shaft inflated and a vessel dissection occurred. The target lesion was located in the mid right coronary artery (rca). Percutaneous coronary intervention was proceeded using a 7fr. Jr 4.0 guiding catheter engaged to ostial rca. Two 0.014" non-bsc guide wires were traversed into rca-posterior descending artery (pda) and rca-posterior lateral branch (plb) respectively. A 2.50x20mm non-bsc balloon catheter was then advanced to dilate the proximal pda, proximal plb, distal and proximal rca with the maximum pressure of 6, 8, 12 and 16 atmospheres. Subsequently, a 2.50x33mm non-bsc stent was deployed into the distal plb. A 2.50x12mm nc quantum apex(tm) balloon catheter was advanced to post-dilate the stent at 24 atmosphere. However, upon sixth inflation, the physician found some stain after our balloon portion. The device was removed from the patient's body and it was noted that there was another balloon at the proximal part of the nc quantum apex balloon catheter. Subsequently, angiogram was performed and a dissection was noted in the mid rca. A 3.00x36mm and a 2.75x24mm non-bsc stents were deployed along proximal to early-distal rca at 10 atmospheres and a 3.50x12mm non-bsc balloon catheter was advanced to post-dilate the stents up to 10 atmospheres. Angiogram revealed that the dissection was sealed and no residual stenosis along treated segment. No further complications were reported and the patient's status was stable.